Event description:
#Medwatcher #(B)(4). I started having chronic fatigue , serious bloating, weight gain, painful periods, constipation, body aches, lower back pain, cramps, in 2013 I was diagnosed with fibromyalgia. I have my thyroid checked frequently and with my medication, is normal. I have also been dealing with brain fog. This and the fatigue has caused me problems w/work. I have cut my hours and I still have issues just getting through the day, not to mention I have a teenager at home. Some days I am so exhausted, I have to stay in bed most of the day. I had this done in 2008. I remarried in 2009 and my husband has said he has watched my health go downhill eversince. My doctor says the same.